Event description:
73-f: ed complaint of shortness of breath. Pe ruled out by CT, pink frothy sputum. Echo-showed flail mv leaflet & pulm edema, resp failure requiring a vent. Pt was critical but stable in ICU on vent & pressors. The cardiologist & cv surgeon agreed on cath & balloon pump (iabp) prior to mvr. On vent, pt was fine. Ambu-bag placed, quickly became difficult to bag. Ambu removed but problem repeated. O2 saturations dropped, pt deteriorated rapidly. Ambu removed during transport due to difficulty bagging with same results. Pt was coded in cath lab. The pt was re-intubated for possible blocked ett-rush of air noted by surgeon. Bilateral tension pneumothorax, needle thoracotomy & air rush noted & chest tubes followed. Pt stabilized, iabp placed. Pt developed seizures from anoxia. Family requested all life support be discontinued despite physician's discussion to wait 48 hrs and pt expired one after the event date, 14:20. Problem: ambu-bag failed to allow exhale. This was reproduced with an artificial lung on the bags used in this event and with several other ambu-bags of the same make, model type. High pressure/flow pulls, sucks or pushes the duck-bill valve over the exhale port and traps the air in the lung. This is not the case with different ambu-bags - only this model.